Event description:
A customer contacted stryker to report that their device was not working properly in AED mode and that was trying to analyze patient rhythm every 20-30 seconds. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Due to character limitations , initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) (B)(4)of the european parliament and of the council. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device was not working properly in AED mode and that was trying to analyze patient rhythm every 20-30 seconds. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
(B)(6). Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A customer quality engineer reviewed the electronic patient and device records and confirmed that the device went through many analyses, with often only 30-60 seconds in between. It was observed that the device had come to a shock advised determination in 13/14 analyses, and the charge was subsequently removed in all analyses except analysis 2, when a 200j shock was delivered. In all of these cases, the device disarmed itself due to the shock button not being pressed within 15 seconds. Per the operating instructions for the lp1000 device, " if the shock button is not pressed within 15 seconds, the defibrillator disarms the shock button, and the disarming...message appears on the screen". The cause of the reported issue was determined to be due to user error.

Event description:
A customer contacted stryker to report that their device was not working properly in AED mode and that was trying to analyze patient rhythm every 20-30 seconds. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.